Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient was dissatisfied with the distance vision in their right eye after completion of light treatments due to the chosen refractive target. The light adjustable lens (lal, sn (B)(6), +11.0d) was explanted and an intraocular lens from a different manufacturer was implanted as a replacement. After the iol exchange, the patient reported vision was still blurry with uncorrected distance visual acuity (ucdva) 20/50, uncorrected near visual acuity (ucnva) j5, manifest refraction (mr) -1.00 sphere, and best corrected distance visual acuity (bcdva) 20/20.